Event description:
When the nurse tried to activate the heel warmer by squeezing the contents, the device burst at the seam on the side. The solution got on the nurse's arms and the floor. The nurse reported a burning sensation from the solution. She initially tried to rinse off the solution, but the burning sensation did not subside. She then washed the areas with soap and water, but continued to experience the sensation. She sustained raised reddened areas on her arms where she came in contact with the warmer solution. The nursing staff feels excessive force has to be used to activate these warmers. The nurse manager feels that this excessive force required to activate the warmer contributed to the event. It was also reported that the floor was damaged from the solution.